Event description:
Medtronic received information regarding a pipeline flex with shield (ped2) stent that failed to open properly and was deformed during deployment. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery posterior communicating segment (l-ic-pc) unruptured saccular aneurysm. The aneurysm max diameter was 7.2mm and the neck diameter was 4.3mm. The distal landing zone was 3.5mm; the proximal landing zone was 4.7mm. Patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with noted pru level 120. It was reported that the devices were prepared as indicated in the instructions for use (IFU). After the microcatheter was delivered to the m2 segment, the pipeline was inserted and delivered to the distal m1 where deployment was initiated. Expansion of the pipeline stent was not sufficient so sleeve removal maneuver was performed, at which point the distal end of the stent demonstrated trumpet-like deformation. Pipeline deployment was attempted 5 times but adequate expansion was not achieved. During this process, when a second sleeve removal action was performed, fraying at the distal end of the pipeline was observed so the device was removed. A pipeline 5 x 18 was then used instead which was delivered and deployed successfully with no issue. There was no harm or injury to the patient associated with this event. Ancillary devices: terumo glide sheath 7f, rist 7f 105cm guide catheter, phenom plus 120cm intermediate catheter, phenom 27 150cm micro catheter, synchro select guidewire.

Manufacturer narrative:
Section e. Initial reported/health care provider information was not provided to medtronic due to japan's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.